Manufacturer narrative:
A review of the logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that could have contributed to what was reported.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon reported that the e200 energy was not optimal. The surgeon adjusted the e200 settings however, the effect from the e200 on the tissue was still observed as "oozy", requiring additional cauterization than the surgeon expected. The procedure was completed robotically.